Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for product inspection. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.

Event description:
The user facility reported a warming device, and the listed pediatric underbody blanket was in use with a patient when erythema and burns were noticed on the patient's leg. The reporter indicated the warming device had been tested for temperature accuracy by the hospital's bio-med prior to patient use. The bio-med had confirmed all temperature settings were accurate. The reporter did not indicate how long the blanket was in use with the patient or what type of procedure was being performed. Additional information regarding device use, duration, patient treatment, etc. Has been requested. No information has been received at this time. No serious permanent injury was reported.